Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was noted to be challenging. The clip was inserted, but after several grasping attempts. However, the posterior leaflet was unable to be grasped. Therefore, the physician decided to remove. After removal, the leaflets were assessment, and the physician believed the flail on the posterior leaflet had worsened. The physician decided to discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to a combination of challenging patient anatomy (severe mitral annulus calcification, posterior leaflet flail, and posterior leaflet restriction) and procedural conditions (poor imaging). The reported poor imaging is related to patient anatomy, per case details. The reported tissue injury is a cascading event of the positioning failure. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.